Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 46 mg/dl at the time of the incident and the sensor glucose was 221 mg/dl. The customer inserted new sensor, but it would not connect. The customer was sweating. The sensor glucose and the blood glucose difference was not within target range of glucose difference. The customer reported that the difference was occurring with the current sensor. The device will not be returned for analysis.